Manufacturer narrative:
Patient has limited range of motion. An open release procedure is planned. Poly inserts will be exchanged during the procedure. Review of the device history record indicates the device was manufactured to specification.

Event description:
Patient has limited range of motion. An open release procedure is planned. Poly inserts will be exchanged during the procedure.